Event description:
Opened sterile venous pack lot #41798522 for pt's procedure, loose black speck noted in sterile bowl. No saline or other products added to sterile bowl. Entire sterile tray drape folded over and closed immediately and removed.